Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that when the patient had an MRI performed of the shoulder (unrelated to the implanted device/therapy), they felt the stimulation increase and ¿wanted to fly up¿. This was described as uncomfortable stimulation. As a result, they stopped the MRI. The patient stated that they forgot the device was there. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who mentioned they said "it started burning" the last time they had an MRI. No further patient complications have been reported as a result of this event.